Manufacturer narrative:
The returned device was evaluated and no timeouts or drive stalls were seen in the device data. The linkage assembly was observed to be not fully retracted. This did not cause an exposed needle. After opening the device, the linkage assembly moved into the fully retracted position. Score marks were seen on the top housing, indicating that the linkage assembly was misaligned and interfering with the top housing. Although no exposed needle was observed, the cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod the needle had not retracted. The pod was not worn.